Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 408 mg/dl. Customer was treated with insulin pump. Customer had blood glucose level of 166 mg/dl. Customer was not using auto mode. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that there was air bubbles in the tubing. Customer stated that the insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.